Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding pain involving a trident shell was reported. The event was not confirmed. The reported device was not returned for evaluation. The reported device was manufactured and accepted into final stock. Complaint history review. There have been no other events for the reported lot. The event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. A trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent right hip surgery using trident acetabular hip system on (B)(6) 2006. It is alleged the patient began to experience extreme pain, and discomfort. The patient was revised on (B)(6) 2013.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent right hip surgery using trident acetabular hip system on (B)(6) 2006. It is alleged the patient began to experience extreme pain, and discomfort. The patient was revised on (B)(6) 2013.